Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, completed pump reset with guidance from support, did not see error return, and successfully started new sensor session, with no further issues reported.